Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) found a crack in the pinch valve tube of the e411 instrument that prevented the sipper probe from aspirating the final reaction solution. The fse replaced the pinch valve tube and each syringe seal. The system volume was checked and the mixing paddle speed was adjusted. A photo-multiplier high voltage check was performed and qc was performed. The fse confirmed there were no problems with the e411 instrument. The investigation determined the issue occurred due to the crack in the pinch valve tube identified by the fse.

Event description:
The initial reporter questioned results for multiple patients tested for multiple assays on a cobas e 411 immunoassay analyzer compared to a cobas 6000 e 601 module. Based on the data provided, the results for 17 patient samples were discrepant when tested for one or more of the following assays: elecsys myoglobin stat immunoassay (myoglobin stat), elecsys troponin t hs (troponin t hs), elecsys cea assay (cea), elecsys ca 19-9 immunoassay (ca 19-9), elecsys total psa immunoassay (total psa), elecsys afp assay (afp), elecsys tsh assay (tsh), elecsys ft4 iii (ft4 iii), elecsys ft3 iii (ft3 iii) and elecsys probnp ii immunoassay (probnp ii). No questionable results were reported outside of the laboratory. The results from the e601 module were believed to be correct. There was no allegation that an adverse event occurred. The probnp ii reagent lot number was 358679. No other reagent lot numbers were provided. No expiration dates were provided.